Event description:
It was reported by service report that the ground prong was broken off the power cord. It is unknown if there was patient involvement or if there are adverse consequences to report.